Event description:
Aicd that malfunctioned was originally implanted on 9/5/90. On december 31, 1991 the patient saw the md because he felt it was not working right. On that day it was determined that the aicd had delivered 8 shocks which were unaccounted for and not felt by the patient. Electrophysiology studies were completed and the aicd implant was found to be nonfunctional. At this point the patient was transferred to another facility to attempt a non-invasive repair of the device, however, this was unsuccessful. The patient was then sent back to our facility and after numerous consults and other types of treatment a new aicd device was implanted on january 28, 1992. Electrophysiology studies were completed and the new device was functional. The patient was hospitalized for this until february 9, 1992. Alinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, invalid data. Results of evaluation: invalid data, invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.